Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Customer stated that she over boluses and she did not eat. Customer stated that was vomiting and nauseated prior to hospitalization. Nothing further was reported.